Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Event description:
It was reported that before use the cs100 intra-aortic balloon pump (iabp) automatically shut down after the interventional catheterization room nurse turned it on and could not be used. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The customer has not requested getinge to evaluate the iabp in connection with this event. The equipment department engineer repaired the power supply and wiring on site and there was no problem. The machine turned on normally. The machine prompted that the battery needed maintenance. After the battery maintenance was performed, the message no longer appeared. The previous automatic shutdown may be caused by a loose power cord. The iabp unit was cleared for clinical use. (B)(6).

Event description:
It was reported that before use the cs100 intra-aortic balloon pump (iabp) automatically shut down after the interventional catheterization room nurse turned it on and could not be used. There was no patient involvement, and no adverse event reported.